Manufacturer narrative:
It was reported that the central bearing shaft for the horizontal arm is allegedly broken. A stryker field service technician (sfst) went onsite and performed a visual inspection. The horizontal arm has been removed from the drop tube, so there is no risk of falling parts. The parts have been shipped to the manufacturer for evaluation. A supplemental will be filed up the close of the investigation. There were not reported injuries or adverse consequences with this complaint.

Event description:
It was reported that the central bearing shaft for the horizontal arm is allegedly broken. There were not reported injuries or adverse consequences with this complaint.

Manufacturer narrative:
On 8 april 2016, the product investigation was completed by stryker tuttlingen (B)(4) . The system was reviewed and the failure point was confirmed. It was noted that the light arm received a large upward force, possibly from other equipment in the room. This arm is not intended to move upward; therefore, this movement caused the separation. The system had a safety measure still intact that would prevent the cardanic from detaching from the rest of the light system. Use error was the root cause for the damage.

Event description:
It was reported that the central bearing shaft for the horizontal arm is allegedly broken. There were not reported injuries or adverse consequences with this complaint.